Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration requiring surgical intervention cannot be ruled out. The fall was unrelated to optune gio and cortical contusion hemorrhage, cervical spine distortion, lumber spine, skull, and right hip contusion were secondary to the fall. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 51-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, novocure was informed that the patient was admitted to the hospital on that day, due to an accident with a stair climbing aid and fell down the stairs. Optune gio therapy was temporarily discontinued. Additional information was received on april 18, 2024, and april 19, 2024, that the fall was unrelated to optune gio therapy, although the transducer arrays were removed after the fall before the patient was taken to the hospital. On (B)(6) 2024, the patient's spouse informed novocure that the patient experienced a cerebral hemorrhage and a head laceration from the fall which required staples. The prescribing physician provided the hospital summary and consultation report on 3010457505-2024-00274 2024. Per hospital summary, the patient came by ambulance on (B)(6) 2024, after falling 5 steps when going down the stairs in a wheelchair. A head laceration with circumscribed cephalhematoma on the left frontal side was noted. Additionally, the patient experienced a skull contusion, cervical spine distortion, lumber spine, and right hip contusion. Initial CT diagnosis showed an asymptomatic pulmonary artery embolism with known deep vein thrombosis of the leg that was previously being treated. Computed tomography (CT) of the brain on admission, revealed a cortical contusion hemorrhage on the right frontotemporal side that decreased in size with no additional bleeding on (B)(6) 2024. After consultation with neurology, enoxaparin was initiated twice daily. The patient was discharged back home on (B)(6) 2024, in an improved general condition. During a neurology clinic consultation on (B)(6) 2024, the physician reported the head laceration was approximately 6-10 cm long and healing well. On (B)(6) 2024, the spouse reported that the staples had been removed and the patient was discharged back home. In addition, there was a 2 cm laceration on the left temple, that required sutures was already healing. The prescribing physician did not provide a causality assessment on the event.